Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The device evaluation was completed on (B)(6) 2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of the deflection features were performed following bwi procedures. Visual analysis revealed that part of the tip was broken and the peek housing was cracked, causing exposed and broken wires. The device was unable to deflect correctly due to the broken condition of the device. No other issues were observed during the product investigation. This broken condition was not reported by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer was confirmed due to the broken tip and cracked peek housing. The root cause of the cracked peek housing and broken tip could be related to the manipulation of the device after the procedure; however, this could not be conclusively determined. The instruction for use (IFU) of the device contains the following recommendations: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle; do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy; when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; the catheter tip can be deflected to facilitate positioning by using the thumb knob to vary tip curvature. Pushing the thumb knob forward causes the catheter tip to deflect; when the thumb knob is pulled back, the tip straightens; when the thumb knob is pushed forward, the tip deflects (curves). When the thumb knob is pulled back, the tip straightens. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified that part of the tip was broken and the peek housing was cracked, causing exposed and broken wires. Initially reported a deflection issue. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024 observed part of the tip was broken and the peek housing was cracked, causing exposed and broken wires. The event was originally considered non-reportable, however, bwi became aware that part of the tip was broken and the peek housing was cracked, causing exposed and broken wires on (B)(6) 2024 and have assessed both these returned conditions as reportable issues.